Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed iop test failure alarm. Customer's blood glucose was 169 mg/dl. Device passed the self test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump functioned properly. No insulin pump alarm noted during testing. Device function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.